Event description:
During a laparoscopic cholecystectomy procedure, the instrument loaded two clips at one time. The surgeon applied another device without pt injury.

Manufacturer narrative:
5/14/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.